Event description:
(B)(4) date (B)(4) 2010 stated that an overinfusion of fentanyl occurred due to the drug being delivered at the rate programmed for the vancomycin secondary infusion. The 19 ml of fentanyl remaining in the IV bag was delivered at the rate of 167 ml/hr and this was noticed when the pump alarmed for infusion complete. This report also states that the patient outcome was "disability."

Manufacturer narrative:
(B)(4). Sigma was not directly contacted at the time of the incident, and as such, does not have a record of the device serial number and software version. The customer is unknown, and consequently sigma has been unable to obtain additional information or perform a device evaluation, however, an analysis was performed. In the master drug library editor versions prior to v6.0.0, there were four (4) delivery bag choices available. With any of these choices, it was possible to allow the pump user to program a secondary infusion with a primary drug, as a user would not typically program intermittent infusions due to the risk of the primary being interrupted to allow for the secondary to be infused. It appears from the description of the event that fentanyl was programmed to allow for primary only and did not prevent the pump user from programming vancomycin as a secondary. With the changes incorporated in mdl editor v6.0.0, fentanyl, if programmed as "primary, secondary" (typical choice of delivery bag), would not have allowed for a secondary to be programmed. Mdl editor software version v6.0.0 was released in january 2009. It appears that this user facility had not yet upgraded to v6.0.0 at the time that the event occurred in (B)(6) 2010.